Manufacturer narrative:
Concomitant medical product: 5076-52 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) rate histograms showed a very high rate of atrial pacing. It was found that the incorrect histogram report was due to a firmware issue whereby a long atrial pace to atrial refractory period can be accounted for as a very short atrial pacing interval. The crt-d remains in use. No patient complications have been reported as a result of this event.